Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, customer was not performing the proper air removal techniques. Customer changed pump supplies to address issue. There was no adverse impact to the customer's blood glucose level.